Manufacturer narrative:
It was reported that the patient underwent the concurrent procedures of lsh during mesh implantation.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, fibroids uterus, pelvic pain, menorrhagia, leiomyomas, proliferative endometrium, and superficial adenomyosis. The patient underwent the concurrent procedures of a laparoscopic supracervical hysterectomy during mesh implantation.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and a mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.